Event description:
Download data from a (B)(6) male patient revealed multiple asystole events. Zoll customer support contacted the patient and issued him a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole events) has been confirmed. Upon investigation, dual micropower op amp u706 was thermally damaged on the c/a board. The root cause for the thermal damage could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (asystole events) was confirmed. Upon investigation, the monitor failed to defibrillation auto-test. The defibrillation test failure was caused by a cold solder joint on the r31 resistor on the computer analog (ca) board of the monitor. The root cause of the cold solder joint cannot be positively identified. No adverse event resulted from the defective electrode belt or monitor. The patient received a replacement electrode belt and monitor. (B)(4).